Event description:
It was reported the pacemaker was discovered to be in backup operation prior to procedure. The device was previously explanted and re-sterilized to use as a temporary backup device. However, the device was not reported to be used on a patient as interrogation performed prior to use identified battery was in backup mode.